Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to other non product experience. Additional information obtained from the field which indicated that insulation damage was sustained during the extraction of the left ventricular (lv) lead. This lead was not damaged pre procedure. No additional adverse patient effects were reported.